Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a system failure. There was no patient involvement and no injury was reported.

Manufacturer narrative:
Corrected sections- b4, b5, b6, b7, d10, e2, e3, e1, g3, g6, h6-health effect clinical code, health effect impact code and h11 updated sections- d8, d9, h2, h3, h4 a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6- (type of investigation code, investigation findings code, investigation conclusion code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to find any issues with the unit. The fse found the batteries to be depleted, and charged the batteries. The unit passed all functional and safety tests.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted, upon completion of our investigation.

Event description:
It was reported, that the cardiosave intra-aortic balloon pump (iabp) had a system failure.